Event description:
It was reported that an overinfusion of morphine occurred. Nurse stated pt observed her program in the access codes, rate,vtbi and drug concentration. After she left pt room, pt then accessed her codes and changed the infusion settings. There was no resultant pt complication.